Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2011 and suture was used. During the procedure, the needle pulled off of the suture very easily. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-02101. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). During visual inspection of the actual needle, hair-line cracks were detected at the swaging end. Furthermore, representative needles were found with continuous hair-line cracks at the swaging area.